Manufacturer narrative:
Unchecked "study". It was reported that the patient was experiencing power disconnect alarms while batteries were connected. The controller, (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log files were not available for analysis. The reported event could not be confirmed as the device was not returned and log files were not available for analysis. No failure detected; the device was not returned and log files were not available for analysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to the manufacturer. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller displayed power disconnect and the alarm sounded for power disconnect. The alarm occurred while connected to new, fully charged batteries and kept occurring with all of them. The controller was replaced. No patient complications have been reported as a result of this event.